Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that jumpy impedances was observed over the past year from low 400s to upper 600-800s. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).